Manufacturer narrative:
It was reported that the patient experienced several controller fault alarms. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Review of the controller log files revealed three controller fault alarms occurred on (B)(4) 2015, starting at 17:49:33. Review of the fault statuses indicated that the controller fault alarms occurs as a result of a voltage differential of the measured voltage in the active power selection (aps) circuit. In each instance, the power sources in use was (B)(4) (86% rsoc) on power port 1 and (B)(4) (99% rsoc) on power port 2. An observation, noted during log file analysis revealed multiple electrical fault and high watt alarms between (B)(4) 2015. The electrical fault alarms occurred because of a rear phase a open. This would of likely triggered the observed high watt alarms. The electrical fault alarms may have been attributed to a driveline cable malfunction, connector malfunction or foreign material inside of the driveline connector. The most likely root cause of the reported event can be attributed to a voltage differential measured in the aps circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the "patient had a controller fault alarm yesterday evening ((B)(6) 2015) and the controller kept alarming every two seconds." "Patient switched himself to the backup controller at home." It was stated that patient "will follow up with site to obtain log files and specific details surrounding the events leading up to the controller exchange." "No further details at this time." No additional information provided. Investigation is ongoing.